Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci universal seal. The insufflation was broken apart from the cannula seal. The broken piece was returned with the universal seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal insufflation port came off. The customer used a backup universal seal to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient¿s anatomy. Air leak occurred. Low anterior resection procedure was performed. Loss of insufflation did not present any issues/challenges. Loss of insufflation issue was resolved by replacing the universal seal. The patient did not experience any intra-operative or post-operative complications. There was no patient injury due to the issue.